Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
01/28/2021 : resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A distributor contacted zoll to report that a patient had a rash under the electrodes the "comes and goes". Follow-up indicated that the patient started using a cream recommended by the patient's nurse and that the skin was improving since he started the cream.